Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for (1) unknown 4.5mm cortex screw/unknown lot number. Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal and revision on (B)(6) 2017 due to a broken 4.5 variable angle condylar plate. The original surgery to repair a distal third femur fracture was performed on (B)(6) 2015. During the hardware removal procedure, as the surgeon went to explant the first screw, 4.5mm cortex screw head broke off. The screw fragment and remaining screw shaft was retrieved. It was confirmed via routine x-rays that nothing remained in the patient. There was a reported thirty (30) minute surgical delay related to removing the screw fragment. The procedure was successfully completed with the patient in stable condition. This complaint involves one device this report will address the intraoperative event. The hardware removal and revision has been captured in and reported under (B)(4). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: remove date, device was not implanted or explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.